Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evfxplus-26, serial/lot #: (B)(6), product type: 0195-heart valves; implant date (B)(6) 2025; explant date other medical products in use during the event include: product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolut valve, moderate calcium was present in the annulus. A pre-implant balloon aortic valvuloplasty (bav) with a 20mm non-medtronic balloon was performed. The valve was positioned in the annulus using cusp overlap technique at 3mm depth. A gradient of 14mmhg was observed post-implantation. The implanting physician noted that the pigtail catheter in the left ventricle wasn't deep enough and that might be contributing to the gradient. The pigtail was positioned just below the skirt of the valve. The physician attempted to reposition the pigtail further into the chamber of the left ventricle a couple of times but the pigtail did not move forward. One more push resulted in the valve dislodging up into the aortic arch. A second evolut was loaded to position in the annulus, and the native aortic valve was recrossed with the non-medtronic guidewire. The second valve and delivery catheter system (dcs) were advanced into the descending aorta; however, the system was not able to cross around the arch due to the first dislodged valve. With continued attempts to advance the system, the initially implanted valve moved with the second dcs. The first valve was then deeper than the annulus, and a snare was used to hold the first valve in place. The valve was captured with the snare and pulled back to sit just above the cusps. Resistance was noted during an attempt to put a pigtail catheter alongside the first valve to visualize the position of the first valve, which appeared higher than anticipated. It was noted that when the valve was moved, a dissection in the non-coronary cusp occurred. The second valve was advanced inside the first valve and deployed. The outflow of the second valve was compromised by the waist of the second valve. A 22mm non-medtronic balloon was used to post dilate, but there was no change to the appearance of the second valve. An aortogram was performed and confirmed that a dissection had occurred associated with the root of the aorta. The patient's hemodynamics were trying to compensate. An echocardiogram was performed and a pericardial effusion was observed. The team continued to support the patient's recovery for 50 minutes including attempting cardiopulmonary resuscitation, observing various gases, echocardiography, and hemodynamics; however, were unsuccessful, and the patient was pronounced deceased.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolut valve, moderate calcium was present in the annulus. A pre-implant balloon aortic valvuloplasty (bav) with a 20mm non-medtronic (osypka) balloon was performed. The valve was positioned in the annulus using cusp overlap technique at 3mm depth. A gradient of 14mmhg was observed post-implantation. The implanting physician noted that the pigtail catheter in the left ventricle wasn't deep enough and that might be contributing to the gradient. The pigtail was positioned just below the skirt of the valve. The physician attempted to reposition the pigtail further into the chamber of the left ventricle a couple of times but the pigtail did not move forward. One more push resulted in the valve dislodging up into the aortic arch. A second evolut was loaded to position in the annulus, and the native aortic valve was recrossed with the non-medtronic guidewire. The second valve and delivery catheter system (dcs) were advanced into the descending aorta; however, the system was not able to cross around the arch due to the first dislodged valve. With continued attempts to advance the system, the initially implanted valve moved with the second dcs. The first valve was then deeper than the annulus, and a snare was used to hold the first valve in place. The valve was captured with the snare and pulled back to sit just above the cusps. Resistance was noted during an attempt to put a pigtail catheter alongside the first valve to visualize the position of the first valve, which appeared higher than anticipated. It was noted that when the valve was moved, a dissection in the non-coronary cusp occurred. The second valve was advanced inside the first valve and deployed. The outflow of the second valve was compromised by the waist of the second valve. A 22mm non-medtronic (true) balloon was used to post dilate, but there was no change to the appearance of the second valve. An aortogram was performed and confirmed that a dissection had occurred associated with the root of the aorta. The patient's hemodynamics were trying to compensate. An echocardiogram was performed and a pericardial effusion was observed. The team continued to support the patient's recovery for 50 minutes including attempting cardiopulmonary resuscitation, observing various gases, echocardiography, and hemodynamics; however, were unsuccessful, and the patient was pronounced deceased. Additional information was received to report the first valve compromised the outflow portion of the second valve frame and prevented full expansion. The patient's cause of death was aortic dissection and right coronary occlusion. Per the physician, neither the valve nor the dcs contributed to the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.